Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported rupture was unable to be confirmed; however, a hole in the outer member was identified and is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: rinato. Guide catheter: hyperion. Stent: resolute. (B)(4). The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, 99% stenosed left anterior descending artery. After performing pre-dilatation of the calcified lesion a stent was deployed; however, the stent was not fully apposed to the vessel wall. The 3.5 x 15 mm traveler nc balloon catheter was advanced without resistance to perform additional dilatation on the deployed stent; however, on the second inflation the balloon ruptured at 20 atmospheres. The stent was further dilated with another balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.